Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm. A missing piece was observed, measuring approximately 0.044" x 0.021" in size. The instrument was also found to have a cracked blade. The instrument was connected to the in-house harmonic ace generator and an error message was observed. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system prompted to reduce the pressure on the harmonic ace tool head. The procedure was completed using a backup harmonic ace with no reported patient impact. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the harmonic ace tip broke, it fell inside the patient. The surgeon retrieved found the fragments and removed them from the body.